Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the date of explant was (B)(6) 2013. It was not clarified which component was explanted.

Event description:
Correction: date of pump explant was (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8 590-1, lot# n142172, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, lot# l71610, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of an unknown drug (device registry lists the drug as lioresal) in an intrathecal infusion pump for intractable spasticity and multiple sclerosis. The pump was removed because the "line" broke. This resulted in the patient being "full of pus" and infection. The date of the explant was unknown. No further information was provided. Additional information was requested form the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, when the catheter break occurred, what symptoms the patient experienced, any troubleshooting, the cause of the catheter break, and if the issue resolved.